Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 3.5x33mm xience sierra stent delivery system (sds) was advanced to the target lesion; however, when the sds crossed the lesion, the tip became kinked. Therefore, the sds was removed from the patient. Another 3.5x33mm xience sierra stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found that the tip was torn proximal to the distal end of the tip for a length of 2mm. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip kink was not confirmed; however, the noted tip damage (torn and stretched tip) may have been mis-identified as a kink by the account. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other complaints reported for this lot. The investigation was unable to determine a conclusive cause for the reported tip kink; however, the noted tip damage (torn and stretched tip) may have been mis-identified as a kink by the account. The noted tip tear and stretching appear to be related to operational circumstances of the procedure as it is likely the device interacted with the heavily calcified, heavily tortuous and 90% stenosed lesion during advancement causing the noted tip tear and stretching. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.